Manufacturer narrative:
The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device had failed temperature and safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the motor device it was determined that the internal components of the device were damaged, and the locking components were damaged. It was noted that the hose was damaged, and the covering parts were damaged. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, and safety assessment. It was noted in the service order that the device was not working, rupture. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.